Manufacturer narrative:
This occurred on an unknown date in 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink system continu-flo solution set was unable to prime. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, pressure, and clear passage testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.